Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found there was insufficient cell rinse. He adjusted rinse levels and the customer ran calibration and qc. The customer ran a patient correlation with random samples including original complaint sample. The patient correlation passed within the customer specifications.

Event description:
There was an allegation of a questionable total protein result from the cobas 6000 c501 module. The initial result for the urine sample was <4 mg/dl. The tech did not believe the result and repeated testing on another analyzer with a result of 86.6 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.